Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Electric shock - right hand [electric shock]. Smell something burning - oral-b toothbrush [device catching fire]. Electric shock - oral-b toothbrush [device physical property issue]. Case narrative: consumer stated on phone that after using oral-b toothbrush they put it back on the charger and started to smell something burning. They immediately unplugged the device and received an electric shock in their right hand. No serious injury was reported.